Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a slow steady rise in impedance that recently crossed the user programmed maximum impedance. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the right ventricular (rv) lead showed noise. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the svc coil had an alert triggered by the device on (B)(6)2010 base on the alert events report provided by the device (101 ohms) which had the alert out of range threshold setting at 100 ohms. On (B)(6) 2015, the impedance triggered an alert based on the alert events report (131 ohms) which had the alert setting threshold at 130 ohms. The wire was now checked during removal and prior to the right ventricular (rv) lead being capped. The hvb (high voltage b) and svc (superior vena cava) impedances showed to be high through the analyzer. It was noted that the patient's ejection fraction had normalized and therefore, the physician and patient decided it was not necessary to replace the lead. No patient complications have been reported as a result of this event.